Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of device"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain / pain") in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included brain operation and limb operation. Previously administered products included for contraception: depo provera. Concurrent conditions included brain tumor, vomiting and calf pain. Concomitant products included ether, solvent (aether ad narcos) for anemia, levonorgestrel (mirena) for contraception and oxcarbazepine (trileptal) for seizures. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2005, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), urinary incontinence ("bladder leakage") and infection ("infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaesthetic complication ("became sick because of anesthesia"). The patient was treated with surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube), surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube) and surgery (underwent bilateral salpingectomy to remove essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, back pain, dysmenorrhoea, menorrhagia, infection, nausea and anaesthetic complication outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, urinary incontinence, migraine and headache had resolved. The reporter considered abdominal pain, anaesthetic complication, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2005: perforation (fallopian tube) (B)(6) 2005 : transvaginal ultrasound : apparent intrauterine device is not within normal location, and is located in the right lateral fundus. The possibility of uterine perforation is considered. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - headache, nausea,abdominal pain". Most recent follow-up information incorporated above includes: on 4-apr-2018: events- "abnormal bleeding (menorrhagia), bladder leakage, infection, migraines, headaches, nausea, perforation (uterus), became sick because of anesthesia ,perforation (fallopian tube) ", lot number, reporter added from pfs. Concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain / pain"), salpingitis ("infection: fallopian tubes") and pregnancy with contraceptive device ("pregnancy with essure") in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included brain operation, limb operation, multigravida, parity 4 ((B)(6)1989, (B)(6)1991, (B)(6)1992, (B)(6)1993)), abortion, sudden infant death syndrome, stillbirth, hypercholesterolemia, muscle abscess, cerebral endovascular aneurysm repair, degenerative disc disease, blood pressure high, menometrorrhagia, adenomyosis, stress incontinence, pelvic prolapse, abortion, sudden infant death syndrome and stillbirth. Previously administered products included for contraception: depo provera. Concurrent conditions included brain tumor, vomiting, calf pain, diabetes since 2001, back disorder since 1985, musculoskeletal pain since 1991, anemia since 1991 and seizures since 2014. Concomitant products included ethyl ether (aether ad narcos) for anemia, levonorgestrel (mirena) for contraception, oxcarbazepine (trileptal) for seizures as well as acetylsalicylic acid (aspirin), gabapentin, ibuprofen (motrin), insulin, lisinopril, sertraline hydrochloride (zoloft), simvastatin (zocor) and warfarin. In (B)(6)2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("bladder leakage"). On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2005, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In 2005, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"). In (B)(6)2005, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and anaesthetic complication ("became sick because of anesthesia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube). Essure (ess205) was removed on (B)(6)2012. In 2012, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary incontinence, migraine and headache had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, device expulsion, abdominal pain, back pain, dysmenorrhoea, nausea, anaesthetic complication and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaesthetic complication, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2005: results: perforation (fallopian tube). Diagnostic results: (B)(6)2005 : transvaginal ultrasound : apparent intrauterine device is not within normal location, and is located in the right lateral fundus. The possibility of uterine perforation is considered. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming- headache, nausea,abdominal pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. Other relevant history and product information updated. Pregnancy with essure and device ineffective were newly added. Event outcome of abnormal bleeding (menorrhagia) was updated as recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain / pain") and salpingitis ("infection : fallopian tubes") in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included brain operation and limb operation. Previously administered products included for contraception: depo provera. Concurrent conditions included brain tumor, vomiting and calf pain. Concomitant products included ether, solvent (aether ad narcos) for anemia, levonorgestrel (mirena) for contraception and oxcarbazepine (trileptal) for seizures. In may 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("bladder leakage") and salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On 23-may-2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In 2005, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"). In august 2005, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and anaesthetic complication ("became sick because of anesthesia"). The patient was treated with surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube), surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube), surgery (underwent bilateral salpingectomy to remove essure) and surgery (salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, back pain, dysmenorrhoea, menorrhagia, nausea, anaesthetic complication, device expulsion and salpingitis outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, urinary incontinence, migraine and headache had resolved. The reporter considered abdominal pain, anaesthetic complication, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: perforation (fallopian tube) (B)(6) 2005 : transvaginal ultrasound : apparent intrauterine device is not within normal location, and is located in the right lateral fundus. The possibility of uterine perforation is considered. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- headache, nausea,abdominal pain" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: migration of essure device location of device: uterus, infection : fallopian tubes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain / pain") and salpingitis ("infection: fallopian tubes") in a 39-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included brain operation and limb operation. Previously administered products included for contraception: depo provera. Concurrent conditions included brain tumor, vomiting and calf pain. Concomitant products included ether, solvent (aether ad narcos) for anemia, levonorgestrel (mirena) for contraception and oxcarbazepine (trileptal) for seizures. In (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("bladder leakage"). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In 2005, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"). In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and anaesthetic complication ("became sick because of anesthesia"). The patient was treated with surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube), surgery (bilateral salpingectomy,removal of essure device from the right interstitial portion of uterine tube), surgery (underwent bilateral salpingectomy to remove essure) .essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, device expulsion, abdominal pain, back pain, dysmenorrhoea, menorrhagia, nausea and anaesthetic complication outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, urinary incontinence, migraine and headache had resolved. The reporter considered abdominal pain, anaesthetic complication, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: perforation (fallopian tube) (B)(6) 2005 : transvaginal ultrasound : apparent intrauterine device is not within normal location, and is located in the right lateral fundus. The possibility of uterine perforation is considered. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- headache, nausea,abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.